Event description:
It was reported that a tip detachment occured. During a procedure involving an imager ii angiographic catheter, it was noted that the tip was detached. The physician snared the tip out successfully. The procedure was completed with the other device and no patient complications were reported.